Manufacturer narrative:
01/19/2016 09:51 am (gmt-5:00) added by (B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during routine service/testing by the customer, vasoview tw power supply was 'not working". The hospital did not report any patient effects.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. No nonconformance was observed during the visual inspection. The device serial number is (B)(4) and the manufacture date is 16-jan-2015. The device was sold to the account on (B)(6)-2016, which makes the approximate age of use three months. The device was evaluated for its electrical function according to the service manual using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all electrical tests performed, the led light was visible and an intermittent tone was audible when current was being measured. The results of the electrical evaluation are as follows: no load voltage: 5.49 vdc. Low current: 3.97 amps dc . High current: 5.97 amps dc. The values recorded are within tolerance, based on the results of the evaluation, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during routine service/testing by the customer, vasoview tw power supply was 'not working". The hospital did not report any patient effects.